Event description:
Rep reported that the wrong pump was implanted in a patient. It appears that a shipping error occurred where a low flow pump was shipped to a facility that uses high flow pumps. The device was implanted at the hospital with the belief that it was a high flow pump. It is important to note that the labeling was correct for the device that was shipped in error.

Manufacturer narrative:
An internal investigation was conducted at MFR and it was communicated that there was a location error for the pumps that likely caused the shipping error. The pumps have been relocated to their proper holding area. This is an isolated case. The labeling for the pump was verified as fully correct for the pump in the package that was shipped in error to the hospital. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.